Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. On an unspecified date and time, the device was programmed to deliver an unspecified medication. After an unspecified length of time, it was reported when the patient pressed the button on the bolus cord the device alarmed, no error message was displayed and no bolus dose was delivered. No additional information, pump programming, or event details were available, it was reported there were no programming or patient errors. The device was removed from clinical use. It was reported there was a delay in therapy. There was no reported adverse effect or need for medical intervention. During testing at the user facility the device passed testing. The device was returned to clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.